Event description:
During placement, the nurse met resistance. The catheter and guidewire were removed together from the pt and the nurse saw that the guidewire had pierced the wall of the catheter. The catheter was discarded at the pt's home.